Event description:
Pt said that he received bd pen ned uf shrt 8mm 90s - 31g5/16 and the box, packaging, and what covers the needle is right except for the needle itself. He said that the needle is a 4mm and it is same as the 4 mm he has and it is not an 8 mm.